Event description:
It was reported to philips that the system gave a remote alert indicating it was unable to communicate with the geometry computer, which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.